Event description:
Pt underwent right hip arthroplasty. During surgery synthes drill bit broke off. It was thought to be imbedded in the bone. Post op x-rays revealed it to be in the subcutaneous tissue. Returned portion to pathology.